Event description:
It was reported concerning a posterior lumber fusion surgery. While inserting the posterior pedicle screw and rod fixation construct at lumber 1 position on the right side, it was noted that locking cap (04.632.640)would not torque onto the screw. Surgeon replaced with new locking cap. Due to this event an additional 30 minutes was added to surgery time. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.